Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter read inaccurately high in comparison to another meter (hospital meter). The complaint was classified based on customer care advocate (cca) documentation as the patient declined to answer further follow up questions. The patient reported that whilst in hospital on (B)(6) 2016, 04:15pm, she had developed symptoms of ¿shakiness, cold feet and hands¿. Fifteen minutes later 04:30pm the patient stated that she obtained a blood glucose result of 6.4mmol/l on the subject meter compared to ¿4.0mmol/l on a hospital meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for precision/accuracy. The patient manages her diabetes with a combination of medications including ¿victoza, glucophage and liburid¿ and stated that prior to the symptoms developing she had eaten less food that day as she was sick. The patient reported that at 04:30pm she was given some ¿apple juice, cheese and a cracker¿ by a health care professional (hcp) and felt better. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used to obtain the sample. Replacement products were sent to patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.